Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date in (B)(6) 2018, the patient¿s spinal cord stimulator (scs) was not working like it did prior to chiropractic care. Since their recent chiropractic visit their scs has not worked the same; it is all over the place. No diagnostics/troubleshooting has been performed yet. The patient would schedule a visit with a rep to assess. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-04. The rep indicated that they have not met with the patient for troubleshooting because the patient meeting has not been scheduled by the patient or staff. It was not determined how the device was affected by the chiropractic visit. It was unknown what actions were taken to resolve the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed to have their ins "reset." No further complications are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was determined to be overdischarged. The last successful recharge was in january of 2018. Recharge statistics were pulled and showed previous recharge attempts were on - 01-19-2018, 1-15-2018, & 1-14-2018. The rep was asked to reprogram the patient, so they were going to do a pmr and recover the ins. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.